Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the pt's left eye (os) in 2008. The lens was explanted at approximately 42 days later, due to excessive vaulting. The lens was exchanged for a shorter lens. The pt's bcva is 20/25.